Manufacturer narrative:
Product analysis #(B)(6) -brief description of complaint: plasmablade tna ¿ melted plastic housing - the plastic housing on the device melted on the right side of the tip leaving the wire housing exposed. Investigation plan: visual inspection functional inspection (if applicable) lhr review complaint device details: device name: plasmablade tna, product number: ps300-003 ,lot number: 0211639812, expiration date: 19-jul-2019, quantity returned: 1 testing performed: device packaging inspection: one returned plasmablade tna device was received inside a cardboard box within one biohazard bag and one plastic bag with no packaging to fill the negative space. The tyvek lid was returned; the device information was confirmed against the information listed within gch from the tyvek lid. There was no paperwork provided. Device visual inspection: the device is used with blood on the handle, shaft, and cord. There was one attachment tip that was returned with the device handle, the adenoid tip. The tna adenoid tip electrode wire and plastic housing, contain tissue and coagulum buildup, the plastic housing is melted, however, the electrode wire remains attached to the plastic housing and it not fractured, which visually relates to the reported complaint description; all other components appear in place and intact, image # 1 and image # 2. All electrosurgical devices exhibit wear during use and wear is acceptable as long as it does not affect the safety of the device. The efficacy of the device is not affected by the damage exhibited on the device. The device and adenoid tip were cleaned and the ¿test method procedure for adenoid tip¿ was utilized to determine if the wear of the wire electrode plastic housing is acceptable, image # 3 and image # 4. Acceptable damage: adenoid tip: wire remains intact <(><<)>(><(><<)><(><<)>)> 33% of the ¿wire square¿ is exposed. Wire still has support from housing and does not exhibit deformation in the ventral to dorsal direction during application. The melt-back is not wispy or stringy in appearance. Unacceptable damage: adenoid tip, there was no unacceptable damage observed during the visual inspection. Insufficient cleaning, technique, and use contribute to the tissue and coagulum buildup on the electrode wire and plastic housing which can diminish device performance and can compromise the plastic housing and wire electrode. B see the reference picture of a new adenoid tip for comparison, image # 5. Functional inspection: the functional inspection portion of this complaint inspection was not performed as the complaint was confirmed via visual inspection. Lhr review: a review of the lhr revealed there were no problems during manufacturing that can be associated with the reported complaint description. Investigation conclusion: complaint confirmed: the reported issue contained within gch was visually confirmed within the laboratory environment. However, the adenoid tip exhibits acceptable wear and meets the acceptable damage requirements. This complaint has been seen in the past and been addressed through situation analysis 13-90-0014, therefore, this complaint will be associated with the sa. This complaint will be tracked and trended within gch. Reference documents: 42-10-1020 rev. H - work instructions for complaint investigations - disposable devices 31-10-1370 rev. I - product specification and quality plan - tna product family 70-10-1447 rev. C - peak plasmablade¿ tna ¿ IFU 13-90-0014 rev. F ¿ situation analysis for plasmablade adenoid tip electrode detachment 61-90-0700 rev. D ¿ test method procedure for adenoid tip test equipment: the functional portion of this complaint investigation was not performed therefore no test equipment was utilized during the complaint investigation. Patient information unable to be obtained despite a good faith effort made to obtain the information from the customer. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
During an ent case, the surgeon reported the right side of the plastic housing on the plasmablade device melted. There was no unintended tissue damage or patient impact.